Event description:
Customer reports protime inr 0.9 vs lab inr 1.4. Customer unable to provide date of tests and pt therapeutic range but did indicate both values were below therapeutic. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer eval / investigation currently in process.